Manufacturer narrative:
The tech found the right side cam pivot was broken. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the right side rail cam pivot to resolve the issue. Based on the info, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located at the shop at the facility. There was no pt/user injury reported. (B)(4).